Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of reat0354 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted on (B)(6) 2016 and the leakage from the catheter was found on (B)(6) 2016 during infusion.